Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of the incident was 128mg/dl. The customer's levels had been as low as 23mg/dl. The customer treated the lows with glucagon shot. The customer mentioned having been hospitalized for dehydration and high blood glucose of 700mg/dl. Troubleshoot was conducted. The customer was not feeling well and would be calling back at a later time to troubleshoot.